Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on the current electrogram (egm), possibly preventing the device from staying in mode switch. The atrial lead remains in use. No patient complications have been reported as a result of this event.